Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unable to verify back light anomaly due to blank display. Unit was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's keypad light was not working. Customer's blood glucose was unknown. Troubleshooting was performed and the issue was not resolved. The insulin pump will be returned for analysis.